Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pocket was open when the patient presented to the clinic approximately one month post-implant. The system was removed and the patient received a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.